Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a possible fracture as it was exhibiting loss of capture. The lead had high and undefined impedance. The lv lead was reprogrammed and inactivated and remains in patient. No patient complications have been reported as a result of this issue.